Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter read inaccurately high compared to other devices (both accu-chek). The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 2:00pm. The patient reported obtaining blood glucose readings of ¿178 mg/dl¿ with the subject meter and ¿78 and 79 mg/dl¿ on the other devices, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with self-adjusted insulin. The reporter stated that an unknown time prior to the start of the alleged issue the patient became ¿confused and passed out for 2 hours¿. The reporter claimed the patient treated himself with food and drink on (B)(6) 2016 at 4:00pm in response to the symptoms. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.